Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited helix extension and retraction issues. When the lead was placed, it was difficult to extend the helix. Then when the lead needed to be repositioned, the helix would not retract. High, out-of-range pacing impedance measurements of greater than 3000 ohms were observed, and the lead did not capture. The procedure was completed using a different product. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited helix extension and retraction issues. When the lead was placed, it was difficult to extend the helix. Then when the lead needed to be repositioned, the helix would not retract. High, out-of-range pacing impedance measurements of greater than 3000 ohms were observed, and the lead did not capture. The procedure was completed using a different product. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being submitted to update the model # and catalog # in field d4, from 7741 to 7742. This device evaluation report is also correcting the date of event. Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed, approximately 67 millimeters (mm) from the terminal end. Only the proximal segment was returned. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being submitted to update the model # and catalog # in field d4, from 7741 to 7742.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited helix extension and retraction issues. When the lead was placed, it was difficult to extend the helix. Then when the lead needed to be repositioned, the helix would not retract. High, out-of-range pacing impedance measurements of greater than 3000 ohms were observed, and the lead did not capture. The procedure was completed using a different product. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.